Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation could be performed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. No manufacturing or material related root cause could be determined. The product performed as intended, the unintended closure of the distal lcx was caused by the positioning of the papyrus stent. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus covered stent system was selected for treatment of a perforation at the bifurcation of the lcx and the om. After placement of the pk papyrus stent there was no blood flow in the distal cx and patient developed inferior st elevation and cardiogenic shock. Blood pressure stabilized with medication and iabp. Device performed as expected. The next day patient passed away. It was stated by the hospital staff that the patient ae up to and including death is a procedure related event, and not specifically a product event, as the pk papyrus was intentionally deployed to cross the bifurcation.